Manufacturer narrative:
It was reported that the device was disposed so it is not expected to be returned for analysis; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: · monitor wire position throughout the procedure for proper placement of the curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Complaint summary: it was reported that perforation and pericardial effusion occurred. Procedure summary: a safari2 guidewire was used in a transaortic valve implantation (tavi) procedure. The patient's anatomy contained a small left ventricular outflow tract (lvot), small cavity left ventricle (lv), and severe left ventricular hypertrophy (lvh). The native aortic annulus was 21.3mm in diameter. Vascular access was obtained via a transfemoral approach. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. Upon final release, the size small acurate neo2 valve was under expanded with a residual gradient of 20mmhg. Post-bav was performed with a 22mm non-bsc balloon catheter with acceptable results. The gradient reduced from 20 to <5mmhg. Mild paravalvular leak was observed under fluoroscopy. The patient remained stable throughout. Event summary: one hour post-procedure, the patient developed shortness of breath. Echocardiogram was performed revealing a pericardial effusion (pe). Fluoroscopy revealed no annular rupture during or after post-bav, hence the safari2 guidewire was suspected to have caused the perforation which was observed on the lateral wall of the lv. The perforation and subsequent pe self-resolved, requiring no intervention. The patient however, continued to worsen and was transferred to the operating room (or) for an exploratory sternotomy. While in the or, prior to initiating surgery, transesophageal echocardiogram (tee) was performed where severe central regurgitation was observed with suspected leaflet coaptation as the cause. The right coronary cusp (rcc) leaflet tip appeared thickened, and the left coronary cusp (lcc) and non-coronary cusp (ncc) had restricted motion. Surgical intervention proceeded with removal of the size small acurate neo2 valve and a surgical aortic valve was implanted. Post-surgery, the patient was stable, however hemiparalysis was observed. Magnetic resonance imaging (MRI) and computed tomography (CT) scans were performed which were noted to be unremarkable. The physician suspects air was introduced during the sternotomy, resulting in an air embolism causing a stroke. Patient status: patient is awake and stable with hemiplegia and remains hospitalized. Additional information provided on march 9, 2023: question: was there a reported malfunction related to the safari2 guidewire? Answer: no. Question: is there any relationship between the safari2 guidewire and the patient complication? Answer: not confirmed, but there was a lv lateral wall perforation with was suspected to be caused by the safari2. Question: what was determined to be the cause of the perforation? Answer: suspected safari2 guidewire. Additional information received on march 10, 2023: question: was bav successfully completed over the safari2 wire? Answer: yes . Question: was the bav catheter removed successfully over the safari2 wire? Answer: yes . Question: if the bav catheter was removed over the safari2 wire was there any resistance felt at any point? Answer: none noted . Question: did the end user monitor the wire position throughout the procedure for proper placement of the curve and distal tip? Answer: yes, very experienced center. Question: was there any resistance noted during advancing the safari2 guidewire? Answer: no. Question: was the curve of the safari2 guidewire constrained within a catheter during insertion into and withdrawal from the body or treatment site? Answer: no. Question: did the end user advance the safari2 guidewire through the catheter under fluoroscopic guidance? Answer: yes always. Question : did the end user confirm the position of the safari2 guidewire to assure the safari2 guidewire placement and stability? Answer: yes . Question: was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: unable to say for sure there may have been micro movements of the wire whilst tracking the device? Question: was there any damage noted to the safari2 guidewire prior to or after the procedure? Answer: no damage noticed. Although there is no report of a malfunction related to the safari2 guidewire, this report is being filed based on the report that the safari2 guidewire is suspected in the left ventricular (lv) lateral wall perforation. Perforation and pericardial effusion are known adverse events associated with the safari2 guidewire and are listed in the safari2 instructions for use.

Manufacturer narrative:
Section b5 has been updated to include the additional information received. Based on the additional information provided, there is still no known malfunction related to the safari2 guidewire and no known relationship between the safari2 device and the adverse event. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Additional information received from the distributor on april 11, 2023: there is one recorded image of a j-wire positioned inside the pericardial sac. This is consistent with the draining of a pericardial effusion. From the time stamps in the image this took place around 2.5h after the end of the tavr procedure. No conclusion can be made as to why there was a pericardial effusion, but it is reasonable to assume that this was due to the implantation procedure in the wrong height I requested clarification from our medical safety reviewer surrounding his last statement above. I asked if the media was able to confirm if the perforation/effusion was caused by the safari as alleged, or attributed to the acurate device(s). See his response: from the media, there is no way of knowing if it was one or the other. We do not see any puff of contrast neither in the aortic root/annulus/lvot, nor in the left ventricle wall. A rupture in the lv wall could be catastrophic. So really no way of knowing which caused that. The hypothesis by the operators - safari could have happened - we just cannot know it for a fact. To summarize, the available media is unable to confirm the cause of the perforation and pericardial effusion.